Event description:
The technician reported the brakes were not holding. The bed was located in the hill-rom service center. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The technician found during a between patient inspection the brake casters were not holding while in brake mode most likely due to norm wear and tear. The technician replaced all brake casters to resolve the issue. Based on this information, no further action is required.